Manufacturer narrative:
H10: additional narratives. Updated d4, h4, and h6 per new information received. The most likely cause is patient factors. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, h6 (device codes, type of investigation).

Event description:
It was learned from implant patient registry that a model 3300tfx 29mm aortic valve was explanted and replaced with a 11500a 25mm valve after an implant duration of 7 years, 11 months due to moderate calcification, degeneration, restricted leaflet motion, mild pannus, and stenosis. The patient presented with shortness of breath. The patient was in stable condition post procedure. Per pathology report, the valve cusps had extensive degeneration. There was a mild degree of pannus formation present. The leaflets appear moderately calcified with limited mobility of the leaflets. Thrombi are not identified. Vegetations are not present. No possible tears or perforations are present.

Event description:
It was learned from implant patient registry that a model 3300tfx 29mm aortic valve was explanted and replaced with a 11500a 25mm valve after an implant duration of 7 years, 11 months due to stenosis. The patient presented with shortness of breath. The patient was in stable condition post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.